Event description:
It was reported that during a left colectomy procedure, when stapling the sigmoid, the device suddenly stopped working when stapling for the third time. We believe it is a bad contact of battery. Strange part is that the device was working before. Surgeon therefor tried to turn over the battery, taking it in and out, switched it, but no result. Reload was unfired. No problems opening the jaws or anything. No need to use override handle. There was just no ¿power¿ anymore." There was a ten minute delay. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis found that one pse45a device was received for analysis without cartridge reload. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage is consistent with wear that is observed over multiple firings when the user actuates the clamp release without squeezing the closing trigger against the handle. Wear in this area can be reduced by squeezing the closing trigger against the handle, then depressing the clamp release on either side of the device. Maintain pressure on the clamp release and slowly allow the closing trigger to open. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The battery pack was disassembled and no damage was observed. A small amount of green-colored residue was observed on the inside of the battery pack housing. The battery contacts were observed to have good adhesion to the battery cell terminals. The fact that the device was able to be fired for the previous two attempts is evidence that the battery terminals had good contact with the device terminals. It should be noted that the battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators.